Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is planned in september 2024.

Event description:
The user's hearing performance with the device has reportedly decreased. Reimplantation is planned for (B)(6) 2024.

Event description:
The user's hearing performance with the device has reportedly decreased.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pins that is typical for severe external impact to the implant site. This is a final report.

Event description:
The user's hearing performance with the device has reportedly decreased. The user was reimplanted.